Event description:
Customer reported motor error alarm on her insulin pump. Troubleshooting did not fine any significant events leading to the alarm. Customer stated she was able to rewind her insulin pump. Customer also used the sensor feature on her insulin pump and is advised that this could cause a false motor error alarm. No additional information is provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed the motor test. The device was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.